Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 1000mg/dl. The customer was throwing up, nauseous, and dehydrated. Troubleshooting was performed, and no damage to the drive support cap noted. Instructed the caller to run a manual prime test and the insulin did exit. The time and date were incorrect. Assisted the customer with correcting them. The customer mentioned that the infusion set was changed several times and got a new bottle of insulin. The cannula was removed at the hospital and it was not bent. After receiving the tubing clamp, the high pressure test was performed and passed. The customer did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.